Event description:
Health care professional reported lap-band "leak". It was first noticed when there was "loss of fluid volumes" after fills. The entire lap-band system was removed without replacement.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and implant date. The information has not yet been received by allergan. The reporter said the product is not available for return. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."